Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient felt stimulation for days after the device was turned off. When the stimulation was off, a sensation of stimulation was felt as though it was at about 2.5 volts. This was positional. Stimulation would come and go when the patient thought the stimulator was off, for example, it happened every 15 minutes while lying down. Impedances were checked on (B)(6) 2015 and they looked normal. On that date, everything was normal and working. The patient experienced these symptoms when the implantable neurostimulator (ins) was off. Another appointment to meet with a rep was scheduled and the patient was keeping a log of when the stimulation turned on by itself. Later that appointment was cancelled and was to be rescheduled at a later date. Relevant medical history included failed back surgery syndrome and spinal pain.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer's representative (rep) reported intermittent therapy. It was noted the implant was on. A motor vehicle accident could have been related to this issue. The implantable neurostimulator (ins) was turning on and off. This issue increased in frequency after a car accident on (B)(6) 2015. The rep indicated that she felt this was related to her transition times because it was happening when the patient was bending over. The rep believed she resolved this by changing the transition settings from upright to mobile to lying from 20 seconds to 2 seconds. After the stimulator was turned off, the patient still felt tingling in the leg as if her leg had fallen asleep.